Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, after the 3rd firing and activating the articulation mechanism, the staples did not form correctly. The tissue thickness was accordingly and the stapler could close without any difficulties. There was no adverse patient consequence.